Event description:
On june 28, we were made aware of a complaint involving a cook sheath 14 frx13 cm. The complaint stated that there was access site bleeding. We are not the manufacturer for the product in question. I am forwarding to you here the details for your knowledge, per 21 cfr part 803.22 ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).